Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that on (B)(6) 2024 the infinity acute care system (iacs) m540 and draeger blood pressure (bp) cuffs were used to take the bp of an infant patient who was on intensive levels of cardiovascular medication. Prior to the patient receiving any bp medication, they were unable to obtain a bp reading using the m540. The bp cuff only provided mean arterial pressures (maps). The m540 was exchanged for an infinity delta xl to monitor and obtain bp readings. There was a delay in additional medical support for this patient as a result of the monitor exchange. It was noted that once the patient was on additional medications to support their bp, the m540 did give accurate readings. The affected m540 was functionally tested using a patient simulator on (B)(6) 2024 and the non-invasive blood pressure (nibp) function appeared to work as expected. Additional information was received that the involved patient in the is event died. The death was multifactual, and the low blood pressure was a result of a rapidly evolving underlying disease process.

Event description:
It was reported that on (B)(6) 2024 the infinity acute care system (iacs) m540 and draeger blood pressure (bp) cuffs were used to take the bp of an infant patient who was on intensive levels of cardiovascular medication. Prior to the patient receiving any bp medication, they were unable to obtain a bp reading using the m540. The bp cuff only provided mean arterial pressures (maps). The m540 was exchanged for an infinity delta xl to monitor and obtain bp readings. There was a delay in additional medical support for this patient as a result of the monitor exchange. It was noted that once the patient was on additional medications to support their bp, the m540 did give accurate readings. The affected m540 was functionally tested using a patient simulator on (B)(6) 2024 and the non-invasive blood pressure (nibp) function appeared to work as expected. Additional information was received that the involved patient in the is event died. The death was multifactual, and the low blood pressure was a result of a rapidly evolving underlying disease process.

Manufacturer narrative:
Clinical review of the reported event confirmed that the m540 and the delta xl behaved as designed and expected. Clinical confirmed that the reported non-invasive blood pressure (nibp) values obtained by the delta and the m540 reflects the devices' expected behavior accurately, and the information available does not indicate a device malfunction. Further technical investigation determine that the m540 has a higher pulse amplitude requirement than the delta. The m540¿s pulse amplitude threshold was set to be higher than the delta due to the different operational amplifier (op amp). This op amp was replaced in m540 hardware revision 24 (hw rev.24). Through simulation testing with the m540 rev 24., it was determined that the m540 was able to reliably measure to 4% pulse amplitude, like the delta. Once the pulse amplitude threshold is changed and implemented, the m540 will meet customer expectations without affecting accuracy. The change will be implemented and available in a future software release. The root cause of the reported inability to measure nibp in critical neonates is due to the m540¿s higher pulse amplitude threshold requirements. The investigation concluded that there was no device malfunction, and that the m540 nibp behavior meets all specifications, standards, and instructions for use statements (IFU). The IFU states that the nibp signal can decrease, or the measurement may fail under certain patient conditions including weak or irregular pulses. The device may display 'nibp cannot measure' if the pulse profile is too poor to establish a reliable measurement. The device may also display 'nibp mean only' is the pulse amplitude is too small or too high. For both alarm messages, the IFU recommends checking the patient and to provide treatment if necessary.

Event description:
It was reported that on (B)(6)2024 the infinity acute care system (iacs) m540 and draeger blood pressure (bp) cuffs were used to take the bp of an infant patient who was on intensive levels of cardiovascular medication. Prior to the patient receiving any bp medication, they were unable to obtain a bp reading using the m540. The bp cuff only provided mean arterial pressures (maps). The m540 was exchanged for an infinity delta xl to monitor and obtain bp readings. There was a delay in additional medical support for this patient as a result of the monitor exchange. It was noted that once the patient was on additional medications to support their bp, the m540 did give accurate readings. The affected m540 was functionally tested using a patient simulator on (B)(6)2024 and the non-invasive blood pressure (nibp) function appeared to work as expected.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.